Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump was not recording the carbohydrates in the bolus history. Assisted the customer reviewing the bolus history, and no carbohydrates intake was listed since (B)(6) 2011. It shows only one bolus in the bolus history per each day. The customer stated that the bolus history appears to be correct. The customer stated that her glucose level elevated to 326 mg/dl, and the nurse on phone suggested that the customer should seek medical attention. Advised the customer and nurse to contact us to provide information with hospitalization. Attempted to contact the customer several times without any results. No further information was given.